Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vasoview hemopro tw power supply would not work. The reporter stated, "hp generator that was not functioning correctly and with changing cords, it still was not functioning." A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.